Event description:
Boston scientific received information that during the post operative visit, interrogation revealed this atrial lead was not capturing at maximum output settings. An x-ray was performed. This lead was dislodged. The right ventricular lead remained stable and providing critical therapy. The device was reprogrammed to vvi pacing mode until a lead revision could be performed. The following day, a lead revision was performed. Despite attempts to reposition this lead, acceptable measurements could not be obtained. A decision was made to replace this lead. The lead was removed and replaced. Post operatively, acceptable measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.